Manufacturer narrative:
The device sample was returned to the manufacturer, but the investigation is incomplete at the time of this report. Per DHR (device history record) the product concha neptune, serial #(B)(4) was manufactured on 11/04/2008. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no change were required.

Event description:
The event is reported as: the customer alleges intermittent power failure of the device. No pt injury.